Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the numbers on the external pulse generator keep fluctuating and "something is not right with the unit". It was also reported the device does not pass preventive maintenance when tested. The ma (millamp) output fluctuates randomly with no reading registered on the analyzer. The device was returned to the manufacturer for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the battery contacts are discolored. It is noted the battery returned measured 9.62 volts no load.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.